Event description:
New information received indicated that the patient underwent open-heart surgery and had its valve replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for device extraction procedure. During the procedure, a retrieval catheter was used against instructions for use guidelines to extract a competitor's device. The device was successfully extracted; however, it was noted that a piece of cordea tendineae came out as well. As a result, the patient experienced severe tricuspid regurgitation post-procedure. No intervention was performed. The patient condition was stable.